Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110 displayed) has been confirmed. Upon investigation the monitor displayed a service code 110 (overvoltage) and was unable to complete functional testing. The cause for the failure was isolated to the jumper not making good contact to j1000 pins. The root cause for the defective pins could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
Upon investigation the monitor was displaying service codes and failed incoming functional testing.